Event description:
It was reported that patient has been admitted to the hospital due to shocking pain from ipg. The physician confirmed that the therapy was turned off on the patients remote control.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.